Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual inspection found outer insulation breached in-vivo/ clavicle/ rib crush. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.